Event description:
Customer was outside mowing his yard and was sweating because it was hot. When he opened his shirt, he noticed that his mini med set had come off. With this new box of iv3000, he has noticed that when they became wet, the dressings loosen and fall off instead of lasting for 3 days.

Manufacturer narrative:
Received lot info and customer samples on 04/23/2008. Investigation results will be submitted in a supplement report. Additional lot number 11979. See scanned pages.